Manufacturer narrative:
Concomitant product: product ID 8709, lot # j0039980r, implanted: (B)(6) 2001, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2015, product type accessory. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received gablofen baclofen (2000.0mcg/ml, 549.5mcg/day) in an implantable pump [by program details] for [indication for use]. The manufacturer representative was contacted by the hcp's office regarding the patient "showing up" stating the low reservoir alarm was going off. It was at this time the patient realized they missed a refill. It appeared the alarm began on (B)(6) 2015. There was a break in continuity when the neurologist the patient had been managed by retired (confusion with staff and neurological center). The pump reportedly emptied during the early part of (B)(6) 2015 and the patient began supplementing oral baclofen to avoid withdrawal complications (10mg twice per day). Apparently this was a pain management office and they never realized the pump was filled with baclofen. The patient was usually only seen by the pain management clinic every 3 months and was only prescribed oral hydrocodone (10mg 2-3 tablets daily as needed). The patient did not report any withdrawal symptoms. The pump was interrogated and the reservoir alarm was set to 1ml. The pump was refilled on (B)(6) 2015 and the dose was decreased to 225mcg/day. During the refill, the pump reservoir was accessed and no baclofen could be withdrawal due to the pump being empty. Gablofen baclofen (2000mcg/ml, 20ml) was then infused into the pump reservoir without complication. The pump was interrogated again and was updated to reflect the refill (dose decreased from 549.5mcg to 224.9mcg). The patient was going to continue with oral baclofen until the intrathecal dose could be increased to a satisfactory level. The hydrocodone (norco) prescription was also refilled. The issue was stated to have been resolved at the time of the report. The patient's status at the time of the event was stated to be alive with no injury. The next refill appointment was scheduled for (B)(6) 2016 at 14:00 hours. History: nkda, paraplegia (spinal cord injury at t4), gerd, motor vehicle accident, muscle spasm pain.